Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted on (B)(6) 2021. The patient¿s spouse reported that the cgm readings were very high, first around 14 mmol/l with two trend arrows straight up, so the spouse gave her insulin but the cgm values were still high. When the cgm reading was 19.4 mmol/l, the spouse checked a fingerstick bg and it was 2.7 mmol/l. The patient was resting, and at this point almost unconscious from the low glucose. The spouse gave her some honey. It was reported that the patient has difficulties feeling whether she is low or high. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.